Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of (B)(6) that a glidewell ht implant ø5.0 x 13 mm experienced lack of primary stability at the second stage of surgery at tooth location #9. The patient was reported as a 52-year-old male. Bone quality was reported as type ii and oral hygiene was reported as excellent. The implant was placed on (B)(6) 2026 following immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026. Reported patient symptoms included inflammation and infection. The implant was removed on (B)(6) 2026. No instruments were reportedly used to retrieve the implant. The patient's symptoms resolved following implant removal. The implant was replaced with a product similar to the complaint product. No abnormalities with the implant or packaging were reported.